Manufacturer narrative:
Based on the investigation performed, the root cause of the reported failure (tip sheared off from handle end) is attributed to too high bending forces during use with a hard material (no soft tissue) and insufficient cleaning after use. Indications for material or mfg related problems were not found in the investigation. Based on statistical evaluation, there is no indication for any device related issue.

Event description:
The elevator sheared off from handle end, 1 inch - 1 1/2 inch from tip.